Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction and it was determined that it has a high stick. A complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
Patient is a heavy-set male. This was a left heart diagnostic case that utilized flow wires to examine a lesion. The patient had multiple anti-coagulants on-board, both from his normal regimen and also angiomax on the table. After about 20 minutes in the recovery area, the patient's blood pressure began to drop and he became tachycardic. He was given medications to support his blood pressure and an abdominal ultrasound was done, which initially showed no bleeding in the retroperitoneal space. The patient began to experience tenderness in his flank and was given blood and blood products to attempt to raise his blood pressure. A second ultrasound showed a retroperitoneal bleed. A femostop was placed on the patient and a central line placed in his left groin and he was sent to the ICU for observation. He was given 4 units of blood and a vascular surgeon was called for a consult. The patient was then prepped for surgery to determine the cause of bleeding and to get it stopped. By the time the patient was moved to surgery, the bleeding had stopped but surgeon evacuated a large amount of blood. Surgeon confirmed it was a high stick. Patient is recovering and doing well. No further injury or complications noted.